Manufacturer narrative:
Investigation findings: the deroyal investigation team has not received the devices for evaluation. It was finally shipped on 03/30/2016 and at the time of this writing is currently in transit.. These devices are purchased from vendor and distributed by deroyal. When complaint samples are received, these will be sent to vendor for testing & evaluation. There was no adverse event reported. The malfunction occurred during the testing phase before the alarms were used on a patient. This testing before use is stated in the instructions for use. Root cause: deroyal has not received the devices for evaluation. We are unable to determine a root cause. Corrections: deroyal has not received the devices for evaluation. We are unable to determine if correction is necessary. Corrective action: deroyal has not received the devices for evaluation. We are unable to determine if corrective action is necessary. Preventive action: deroyal has not received the devices for evaluation. We are unable to determine if preventive action is necessary. No further information is available at this time. We will provide follow up report if additional information becomes available.

Event description:
Copied below are responses given by the initial reporter to the deroyal complaint questionnaire. Quality issue details: date of occurrence: (B)(6) 2016. When did quality issue occur: before use. Who was using or operating the product when the quality issue occurred: health professional. Was a medical procedure involved: no. Name of medical procedure: not applicable. Did the quality issue cause a delay in the medical procedure: not applicable. Detailed description of quality issue: all four alarms are dead. Batteries will not activate them anymore. How was the quality issue was identified: by actual use. How was the product being used: fall prevention for patients. Was it the initial use of the product: no. Was the product modified from the original condition supplied by deroyal: no. Was the product connected to or used in conjunction with other devices or equipment: yes. Please describe connected equipment type, settings, etc.: using nurse call cord, attached to their call system. Outcome details: outcome(s) attributed to quality issue: none. Person(s) affected by outcome(s) checked above: none. Known pre-existing condition(s) of person(s) affected: none specified. Was the incident reported to the FDA: no. Detailed description of outcome(s), including information regarding injury or any additional treatment/intervention required: no patient injuries, was detected when prepping alarms to use with patients and found that these four did not work. The investigation team followed up the initial report with additional questions. The sales representative (sales rep.) Communicated with the customer. The questions and corresponding answers are copied below. Question 1. Did the user facility try different new batteries on the alarms: (in order to rule out it wasn't the batteries) response from sales rep.: yes, both the customer and I tried multiple sets of batteries, they are dead. Not a beep to be heard; question 2. In order to do a thorough investigation, we need both the alarm and the corresponding alarm pad. Would you request that the customer send us back both the alarms and the pads that didn't: response from sales rep.: I am shipping back the alarms today, no pads however. I don't think the issue is at all with the pads as the alarms themselves are what are completely dead.

Manufacturer narrative:
The supplier of the product (m2100-s safety auto-reset fall alarm monitor) in question returned the supplier corrective action request (scar) form submitted by deroyal. Below is the information that the supplier provided: --------------------------------------------------------------------------------------------------- correction: we had a few alarms that were unresponsive or became unresponsive. It was determined that it was a process that needed additional quality control measures to be put into place to resolve the issue. Root cause analysis: there is a bad solder connection point that was broken causing a disruption. Corrective action: this issue was reported to the factory to determine if it was due to materials or processes. Corrective action was taken to add quality control testing in production. Verification: this product was from an older lot. We have received additional lots after the corrective actions were taken and the problem has been resolved. --------------------------------------------------------------------------------------------------- the overall complaint to sales ratio for this product between june 1, 2014 and may 5, 2016 is (B)(4). No further information is available at this time. We will provide follow up report if additional information becomes available.